Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 12/31/2007, however the correct date is 1/11/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with trace diffuse lamellar keratitis at the hinge in both eyes (ou) post treatment. The topical steroid dosage was increased.